Event description:
Attempt to recalibrate tsh failed due to the adjusted lights units (alus) of their level two calibrator being too low. The investigation determined this event to be consistent with a malfunction which could also cause false negative ckmb, beta-hcg and tpn I results. There was no report of patient harm as a result of this event.